Manufacturer narrative:
Evaluation summary: it is determined that the error message is displayed because the software is not compatible with the combined processor.

Event description:
Pentax medical was made aware of an event which occurred in the pai region which occured in the operating room before use. The event reported on 30 jun 2021 involving pentax endoscope model ec34-i10l and serial number (B)(4) with the description of "customer reported 'getting error message not supported by processor.' The colonoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility follows ifus for all equipment used. On 30jun2021 pentax customer service issues return material authorization (B)(4) for the return of the device for further evaluation. On 09jul2021 the device was received at pentax service facility on service order (B)(4) where its pending incoming quality control and investigation. There was no adverse event reported with this complaint.

Manufacturer narrative:
(B)(4). We will continue to investigate this situation and if necessary, file a supplemental report.